Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Unit was scrapped after initial product investigation. No product investigation can be performed at this time. Confirmation of the complaint could not be determined. The probable cause could not be